Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was returned inside of a microcatheter. The stent was returned deployed and noted to be deformed . The sdw was noted to be kinked/bent. The stent introducer sheath was not returned. The microcatheter was intact. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent difficult/unable to advance or pullback through catheter¿ could not be duplicated; however, the analysis results are consistent with the reported event. The reported event ¿stent deployed prematurely during use¿ was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The sdw was returned inside of a microcatheter. The stent was returned deployed and noted to be deformed. The sdw was noted to be kinked/bent. The stent introducer sheath was not returned. The microcatheter was intact. It is most likely that the device was unintentionally damaged during preparation and set up of the device that contributed to the reported event. An assignable cause of procedural factors has been assigned to the reported events: 'nv : stent deployed prematurely during use' and ¿stent difficult/unable to pull back through catheter' and analyzed events: ¿stent deployed prematurely during use¿, ¿stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the operator encountered resistance while advancing the subject stent inside the microcatheter. So the operator withdrew the entire system and found out that the subject stent deployed prematurely inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the operator encountered resistance while advancing the subject stent inside the microcatheter. So the operator withdrew the entire system and found out that the subject stent deployed prematurely inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.